Event description:
It was reported that the patient indicated that the inflatable penile prosthesis right cylinder would not fill when it was fully pumped. The left cylinder would inflate, but the left side of the penis curved to the right. The patient was not able to penetrate during intercourse. No patient complications were reported.